Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. Worked with customer to fix the reported wig wag issue. The issue was addressed by customer. Customer cancelled the svc call. No add'l info.

Event description:
It was reported that the wig wag lock is not holding on the 9400 system. There was no report of pt injury.